Event description:
It was reported that the patient stated that he was experiencing inflation issues with this inflatable penile prosthesis (ipp) when trying to pump the device from a sitting position. After an inspection, the physician noted that the device was performing as expected; however, a revision surgery was performed to address the patient's experience. The pump was removed and replaced with no patient complications. Upon explant, no device issues were identified.